Event description:
Opening the gypsona bandage package causes a cloud of plaster dust in the or. Surgery used to purchase a similar 4" x 5yd plaster casting bandage made by debusk but without warning started receiving the gypsona product by bsn medical with the debusk product label on the box covering the gypsona name and product info. The individual product package has just the gypsona name on it.